Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was not shifting fully. Additional malfunctions include the compressor was noisy, the male elbow for the heat exchanger was leaking, the heat exchanger was leaking, and the sieve beds were saturated.